Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming testing) has been confirmed. Upon investigation the electrode belt failed an ECG falloff test for ECG "c". The cause for the failure was isolated to a broken wire in the cable connecting the distribution node (dn) and ECG "c". The root cause for the open wire was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's electrode belt failed incoming testing.